Event description:
Customer reportedly obtained a blood glucose result of hi (greater than 600mg/dl) on the inform system and 216mg/dl on a lab drawn within 10 minutes. No treatment information provided. No adverse event reported. Requested return of suspect device and replacement was sent.